Event description:
It was alleged that during use on a pt there was an overinfusion of medication. It was noted that channel b was set up with tpn at 70ml/hr and that the infusion completed about 6 hrs too early. There was no reported pt consequence.